Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
A 8.0mm ti matrix polyaxial screw received assembled with non-manufacturing nonconformities that include: nicks and scratches on the periphery of body, nicks and scratches on sd25 face of the screw with visible damage to the form. The screw also has visual damage that includes polishing of the surface below the bead blast line with further polishing on the neck. On the body the internal locking threads have nicks and scratches to the minor going into the pitch diameter. The collet has rod induced angled rub marks on one side of the rod slot, these rub marks extend onto the body indicating that possibly the technique guide was not followed. Body is to be perpendicular to the rod at time of tightening. Also, the guide indicates the body is to be tested that it can articulate freely on axis at time of insertion. All described nonconformities are post manufacturing damage. Raw material on collet cannot be measured, but was confirmed as correct during DHR review. Minor and pitch diameter cannot be measured because of damage. Complaint is indeterminate from a manufacturing perspective.

Event description:
Patient was implanted with construct levels t2 to ilium on (B)(6) 2013. Consultant reported the patient experienced the rod pulling out and the ti snap-on transconnector broke post operatively, date unknown. It was reported the rod remained intact. Patient was returned to the o.r. On (B)(6) 2013: surgeon re-implanted the rod: the iliac screws, s1 and l5 screws,(ti matrix polyaxial screws), were replaced. This report is on the 8.0 mm ti polyaxial screw. This is 1 of 12 reports for complaint (B)(4).

Manufacturer narrative:
A product development event evaluation was performed and it was reported: all relevant parts for the complaint were not returned and the complaint could not be adequately investigated.

Manufacturer narrative:
Additional narrative: DHR review found 1 ncr for data entry error. The ncr's nonconformance is not relevant to complaint condition. No other discrepancies were noted that would be associated with this complaint.